Manufacturer narrative:
Photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in an additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies, or issues are observed. The complaint of leaks on item 12512-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved a microclave¿ clear neutral connector. The customer had difficulty in connecting or tightening the connector, and this resulted in leaking from the connected IV set. Evidence of leakage was observed beneath the tagaderm sticker that was covering the IV and the connector. The patient was receiving a CT scan via an apex CT scanner in the emergency room - I pod at the facility. There was no human harm; however, the CT study needed to be repeated.

Manufacturer narrative:
The customer provided possible lot number 13701450 for the device in question. - manufacturing date: 11-jul-2023 - expiration date: 01-jul-2028 the device is not available for investigation. Upon completion of the investigation, a supplemental MDR will be submitted.